Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was observed after filling with an unspecified amount of aztreonam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 6, 2015 ¿ january 7, 2015. The device was received for evaluation. Visual inspection revealed black particulate matter embedded in the material of the stress member. The particles were not in contact with the fluid pathway. No signs of a black mark were observed on the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.